Event description:
The pt presented with sings of "bladder, urosepsis." These included fever, decreased blood pressure, and urinary tract infection. Cultrues of the urine were done-unknown organism. The pt did not have meningitis. The pt was treated with IV antibiotics. The pt is reported to have resolved the infection. The pt had risk factors that include corticosteroid use and debilitated status.